Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed in the pump's event history. This condition was caused by a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly; it should have been (B)(6) 2011.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "550:320:654:0000." This condition had the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.